Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air and water nozzle was clogged with cloudy foreign matter. It was confirmed that the foreign material was a mixture mainly composed of endofresh. It was confirmed that there was no deformation of the air/water nozzle. The event likely occurred due to the moisture remaining in the air and water supply channel volatilized due to insufficient rinsing and remained as residue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the nozzle was clogged with foreign matter due to insufficient reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a procedure, the supply of air and water from the subject device was not uniform. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the nozzle was clogged with foreign matter. This report is being submitted for the malfunction found during evaluation (foreign matter).